Manufacturer narrative:
The customer reported to the remote service engineer (rse) that a 110b "proximal pressure sensor autozero failed" alarm error occurred. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the reported issue and found that the cause was due to a faulty data acquisition (da) printed circuit board assembly (pcba) after checking the error log and troubleshooting the solenoid valve and da pcba. The asp engineer replaced the da pcba and verified that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failed alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The investigation is ongoing.